Event description:
Chair allegedly broke during use and user allegedly fell off onto the floor.

Manufacturer narrative:
Device not available for evaluation. A follow-up report will be submitted should the device become available.

Event description:
Chair allegedly broke during use and user allegedly fell off onto the floor.

Manufacturer narrative:
The device was returned to pride for evaluation. The device was received in several pieces. The nature of the complaint is unknown.